Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what degree of hemorrhoids does the patient have? The patient had grade 3 hemorrhoids. Where within the gap setting scale was the orange indicator prior to firing? The gap setting scale was in the middle of the indicator field. What confirmation was received that the device was fully fired? There was a weak click that was heard. Did the device cut? Yes. If the device cut, was the cut line fully circumferential around the target tissue? Yes, it appeared to be. Can you please clarify what was meant by, "the staples failed in 4 locations along the staple line?" There appeared to be 4 different areas where the mucosa had separated and there was bleeding in other places. The staples appeared to have been deployed, but did not appear to be holding the tissue together as they normally would. Were there any staples missing from the staple line? Yes, there appeared to be staples completely missing from the missing line in at least 4 locations where bleeding was occurring. What was the appearance of the deployed staples? The deployed staples appeared to have been partially closed, but not in a complete b-formation. What is the current status of the patient? The patient has recovered well and his hemorrhoids had been treated adequately, as I was able to oversew the disrupted staple line intraoperatively to control the bleeding and to repair the mucosal defect.

Manufacturer narrative:
(B)(4). Batch # m52d7c. Investigation summary: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. In addition, it was received accessories and one suture piece. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the staples failed in four locations along the staple line. The surgeon sutured to close and finish the procedure with no patient consequences reported.